Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was unknown. Treatment for the event was not reported. It was further reported the patient experienced sepsis, specified as being "really ill". Treatment for the sepsis was not reported. The same day as the event onset, the patient was hospitalized and subsequently placed in the intensive care unit. Pd therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient remained hospitalized. The patient outcome was not reported. No additional information is available.